Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon performed a bariatric surgery, respecting the stapling time of 15 seconds, but on (B)(6) 2019 he reported that the patient had stool bleeding and vital signs changes due to bleeding. The doctor did not need to have a new surgery and the patient remains in the ICU. After the surgery, the patient was referred to the ICU, but without complications. Signs of bleeding were observed about 09 hours after surgery. The surgeon is the bleeding still persists.